Event description:
It was reported that the device shows e6 error when the wand was connected to quantum2. Surgery was completed with competitor device, with no significant delay and no patient injuries.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible and registered an e-7 error. The error was bypassed and an e-6 error for an open thermocouple circuit immediately occurred. Further continuity testing and dismantling of the device verified the open circuit. The suction line was tested and performed as specified. The complaint was verified and the root cause was determined to be associated with a loose wire inside the device causing a thermocouple circuit error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.